Event description:
Device report 3 of 4: reference MFR report: 1627487-2011-09420, 09421, 09423. The pt received the scs system on (B)(6) 2011. It has been reported after the implant procedure the pt felt the leads have been incorrectly placed. The pt also reported pain at the lead placement site. The implanting physician believes the leads are placed correctly based on pt's responses prior to the surgery. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.